Event description:
Healthcare professional reported via device tracking "capsular contracture" baker grade unknown against left device. It is unknown if the device was manufactured by allergan. The device has been replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is: "capsular contracture" baker grade unspecified.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6.

Event description:
Healthcare professional reported via device tracking "capsular contracture" and "ruptured upon removal" against left device. The device has been explanted.